Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the helix exceeded specification the number of turns to extend and retract. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right ventricular (rv) lead, the helix would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.